Manufacturer narrative:
Batch review performed (B)(6) 2021. Lot 1902709: 67 items manufactured and released on (B)(6) 2019. Expiration date: 2024-08-31. No anomalies found related to the problem. To date, 43 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by medacta r&d department. From preliminary investigation based on the pictures sent, no residual cement can be noted on the distal surface of the explanted tibial component. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface. Absence of cement, is not an evidence of a faulty device. Clinical analysis perforemed by medacta medcal affairs department. Knee revision surgery performed 1 year after cemented total knee arthroplasty. Images provided show that no cement remained attached to the explanted baseplate. Several variables can influence the cementation process such as temperature of the implant and of the room, time of insertion, presence of liquids, possible accidents during cement transportation or storage e.g. Temporary temperature increase, and other possibilities not related to the implant. The reason of this event cannot be determined.

Event description:
Revision surgery for patient pain. During surgery the surgeon detected tibial tray loosening and he thinks it is the reason of this event. All components revised successfully 1 year and 1 month after primary.